Manufacturer narrative:
The s-ICD was returned for laboratory analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that during a procedure to implant an subcutaneous implantable cardioverter defibrillator (s-ICD) with a concomitant non-boston scientific pacemaker system, while performing induction testing the patient was induced successfully, but the s-ICD picked up artifact from the concomitant pacemaker pacing through the induced ventricular fibrillation (vf). As a result, the s-ICD sensed the artifact and did not provide therapy to convert. External shocks were given to convert and there was no harm to the patient. It was noted that the pacing spike morphology from the concomitant pacemaker appeared unipolar in their prominence on the s-ECG. The physician elected to not implant the s-ICD and went with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The attempted s-ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory confirmed that therapy was available and the device was functioning normally. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.